Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet generated alert 38 for consecutive stalled motor and continued to alarm after multiple restarts, leading to pump replacement and patient instruction to initiate backup therapy. Symptoms included hyperglycemia with a reported maximum blood glucose of 303 mg/dl for approximately two hours without ketone testing and without medical intervention. Outcomes included temporary interruption of automated insulin delivery and transition to backup therapy until receipt of the replacement device. Investigation included review of device history and user-reported restart attempts. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.